Event description:
The nurse reported that the probe stopped cutting the epiretinal fibrosis membrane during a vitrectomy surgery, right eye. The procedure was completed. There was no harm to the patient reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).